Event description:
Per employee health nurse on the day of the event after wearing the gloves, a scrub tech developed a reaction for which scrub tech went and saw physician who referred scrub tech to a dermatologist whom scrub tech could not see until march. Ten days later after the event, scrub tech presented to employee health with symptoms now of hives and itching all over body even their scalp. Scrub tech was sent to the emergency room where scrub tech was given alarax and a medrol dose pack.